Event description:
It was reported that the external pulse generator would not power up. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper and lower cases are broken, dented and corroded. Battery drawer and one side bail cover are broken. One side bail cover, battery contacts, two board screws, and heart lead flex are contaminated. Main printed circuit board and battery flex are corroded. Serial number label is damaged.